Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. Field service engineer (fse) found that the unit failing the air flow accuracy test. The fse replaced the gas delivery system (gds) to address the issue. The gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was due to an out of spec air flow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the air flow accuracy failed. There was no patient involvement.